Manufacturer narrative:
Product analysis conclusion: the reported expansion/deployment issue was confirmed on the still image provided; however, the exact cause of the event could not be determined on the limited film provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy as a potential factor, (e.g. Calcification, stenosis etc.) Procedural angiograms showing deployment of the stent graft limb were not received for a thorough analysis of the event. Per the IFU, ¿sub-optimal expansion of the self-expanding stent graft components may also be improved by use of the balloon catheter¿ as was noted to have successfully been performed in this case. It is considered that the contrast leakage from the inadequate seal in the distal limb would have resolved after ballooning was performed. Analysis of the returned still angiogram did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a ruptured 84mm aaa. It was reported that during the index procedure while attempting to implant the stent graft, the graft deployed as normal until the 3 most distal stent rings which remained tight. The delivery system was removed and the stent graft was opened with an 8mm pta balloon followed by a reliant balloon for final expansion. Per the physician the cause of the deployment issue is unknown. No additional sequelaewere reported and the patients is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.